Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the insufflation of co2 should be done carefully and while monitoring the patient¿s response. The user, particularly the anesthetist, should be informed about possible cardiovascular and respiratory problems of the patient and monitor these intra-operatively. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted radical prostatectomy procedure on (B)(6) 2025 when it was reported, ¿although the air seal was not normally used, it was set to a pressure of 6 as a low pressure was recommended. Two cases of paralytic ileus occurred one after the other, the causal relationship of which is unclear, and which had not occurred much up until now.¿. Condition developed on (B)(6) 2025, post-op, and recovered on (B)(6) 2025 after taking medication. The patient was discharged on (B)(6) 2025. Per the reporter, there were no alarms from the airseal system, the device was working as intended and the facility is still using the same device. This report is being raised due to the reported injury of post-op development of paralytic ileus in the patient.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted radical prostatectomy procedure on (B)(6) 2025 when it was reported, ¿although the air seal was not normally used, it was set to a pressure of 6 as a low pressure was recommended. Two cases of paralytic ileus occurred one after the other, the causal relationship of which is unclear, and which had not occurred much up until now.¿. Condition developed on (B)(6) 2025, post-op, and recovered on (B)(6) 2025 after taking medication. The patient was discharged on (B)(6) 2025. Per the reporter, there were no alarms from the airseal system, the device was working as intended and the facility is still using the same device. This report is being raised due to the reported injury of post-op development of paralytic ileus in the patient

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.